Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a motor error alarm during the manual prime. Customer stated that this issue was resolved with a change of the infusion set. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. The blood glucose reading was 118 mg/dl. Nothing further was reported.